Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 2.6 mmol/l at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was able to clear the alarm and rewind the insulin pump. The pump works as designed. No further information was provided.

Manufacturer narrative:
.